Manufacturer narrative:
No product returned.

Event description:
A company representative reported that a patient was revised approximately 14 months after implantation to address two fractured yukon polyaxial screws at t1 and one migrated yukon set screw. This report is for the migrated yukon set screw.